Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the exhalation flow sensor. Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator went into an inoperable state. The ventilator was not in use on a patient at the time the event occurred.